Event description:
It was reported that during an arthroscopic meniscal repair procedure that the omnispan meniscal repair 12deg device after 1st firing, two plates were deployed at the same time. Another device was used to complete the procedure. There was a 5 min. Surgical delay reported. There were no adverse patient consequences reported. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. According to the information received: ¿double deployment. It was reported that during the surgery, after 1st firing, two plates were deployed at the same time (as the photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. There was a 5 min. Surgical delay.¿ the product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found that only the needle with the sleeve was visible in the image. Neither the plates nor the suture is shown in the photo. No other anomaly could be observed. The overall complaint was not confirmed as the observed condition of omnispan meniscal repair 12deg would have not contributed to the complained device issue. Based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established due to the insufficient evidence provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: pn: (B)(4). Lot number: 1082tb. There was no non-conformance regarding this lot. Manufacturing date: 29 apr 2025. Expiration date: 31 mar 2028. Device history batch: null. Device history review: pn: (B)(4). Lot number: 1082tb. There was no non-conformance regarding this lot. Manufacturing date: 29 apr 2025. Expiration date: 31 mar 2028. E1: the reporter¿s complete facility address was not provided.